Manufacturer narrative:
It was reported that the injured emt went to the doctor as a result of the injury and was diagnosed with a right fourth finger contusion. The emt was placed on light duty by a doctor, no information was provided regarding prescribed medications.

Event description:
It was reported that 2 emts were allegedly attempting to load a cot into the ambulance with a patient on the cot. It was reported that one of the emts allegedly went to readjust the safety bar when the cot allegedly dropped onto his hand.